Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a blood leak that occurred 26 minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed at the bottom of the crit-line sensor. The leak was from the tubing itself, where the sensor connects to the red dialyzer connection. There was no damage noticed. There was no indication of a leak during priming, no loose connections, and no changes in pressure that could have caused or contributed to the event. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation.